Event description:
It was reported that post-op from a gastric bypass procedure the patient¿s vital signs crashed when the patient was in recovery. The patient coded, was returned to the operating room and the surgeon found bleeding as the gastrojejunostomy. The patient was revived. Patient is stable. The surgeon used white reloads on the bowel.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Event date: unknown, assumed (B)(6) of month that complaint was reported the following information was requested and received: what color reloads were used for gastrojejunostomy? White. Was the site of the bleeding identified? Yes. How was the bleeding addressed? Not sure. What is the current patient condition? Not sure.